Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
An end user reported that she has been using the eakin cohesive seal for approximately three years and that they feel that she is allergic to the ring. Fifteen months ago she developed a small pinhead blister with ulcer development, which spread within 24 hours beneath the entire seal. Her healthcare provider diagnosed pyoderma; she was prescribed prednisone, as well as an injection of solumedrol and a chemotherapy drug (unknown) for treatment with no improvement. The end user has since stopped using the eakin seal and within 3 weeks the skin has nearly completely healed.